Event description:
The customer tested her blood glucose using her contour meter and received a reading of 291 mg/dl. She retested using another meter and received a reading of 131 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event were alleged. Troubleshooting showed the test strips to be operating as designed. No product will be returned for evaluation.